Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. Retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information is available.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in prn non-pvc blood leaks out of control plug.